Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Upon return to guidant's relaibility lab, the device had no telemetry.